Manufacturer narrative:
The pod was received deployed. The soft cannula was observed to have been torn as the exposed portion of the soft cannula was not visible in the needle well. It could not be determined when or how this damage occurred. Upon opening the device, the unexposed portion of the soft cannula was also observed to have been torn. The damage sustained to the unexposed portion of the soft cannula was determined to be the subsequent result of the exposed portion of the soft cannula being torn. The download data contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would prevent the needle mechanism from deploying as intended. It was determined that the reported event did not occur.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the pod's cannula was not visible indicating a needle mechanism failure. The pink slide did not move forward.